Event description:
The customer reported to philips healthcare that when the heartstart xl+ was prepared for use the defibrillator therapy cable was plugged in upside down to the pads connector. Usually when the defibrillator is put into AED mode and the pads are not connected, the defibrillator gives repeated verbal instructions every 16 seconds to apply pads. The defibrillator only gave one set of instructions to apply pads, poor pads contact and insert connector. The defibrillator was used after the customer corrected the therapy cable connection to monitor the pt during resuscitation, however no shockable rhythm was detected. The pt was not harmed or injured.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.